Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient disliked sitting and feeling the battery and that the ipg had an increased charge burden. The patient underwent a revision procedure where the pocket was moved up and the ipg was replaced. The patient was doing well post-operatively and the explanted ipg was not returned.